Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at the display window, minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
Customer's father reported via phone, the insulin pump had alarmed button error. He stated they were outside and thought the device might have gotten to hot so they removed the battery. Customer's blood glucose was unknown. Customer had the device in her pocket so the buttons may have been pressed. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.